Event description:
The account alleges that the brakes are not functioning, resulting in the brakes not holding.

Manufacturer narrative:
As of this report, hill-rom has not received any additional info regarding the status of this issue. Hill-rom is unable to determine if resolution has been completed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.